Event description:
Customer reported a past high blood glucose event with a highest unspecified value displaying as "high." Cause was not known. To address the high blood glucose, the customer changed the infusion set and cartridge, and cts recommended discussing potential causes with a healthcare provider. The caller understood and acknowledged the advice.